Manufacturer narrative:
There is insufficient information at this time to adequately evaluate the event. The adverse event described seems to have been predicted and included in the instruction manual of the device. It would be appropriate to carry out further investigations in order to exclude the correlation of a machine malfunction with the event that occurred. However, it is difficult at this time to determine whether there were errors at the level of clinical procedure, machine setting, as no details of the procedures performed were provided. We are currently in contact with the complainant to gather additional data.

Event description:
An angiodynamics territory manager reported an issue with a venacure 1470 pro laser. The end user reported that they recently had several patient have ehits {endothermal heat-induced thrombosis} during their 1 week follow ups post evlt.